Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 234, 260, 156, 503 and 405 mg/dl. The customer¿s expected am fasting blood glucose test result range is 120-125 mg/dl and expected blood glucose test result 2 hours post meal is 142 mg/dl or below. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer am fasting and produced test result of 388 mg/dl using true metrix air meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/27/2024 and open vial date is two weeks prior to call. The meter memory was reviewed for previous test result history. Customer was unable to provide dates and times from the memory of the meter but advised that he tests 3x per day (morning (fasting), afternoon and evening (2 hours after meals). Result 1: 234 mg/dl date: n/a time: n/a undisclosed result 2: 260 mg/dl date: n/a time: n/a undisclosed result 3: 156 mg/dl date: n/a time: n/a undisclosed result 4: 503 mg/dl date: n/a time: n/a undisclosed result 5: 405 mg/dl date: n/a time: n/a undisclosed.

Manufacturer narrative:
Sections with additional information as of 04-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.